Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not feel stimulation and the attempts made to locate the ipg (implantable pulse generator) with the external devices were unsuccessful. Follow-up info reported the ipg replacement was considered to address this issue at a future date. No further info was available at the time of this report.